Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the results of third-party testing, the device evaluation and the lms final investigation. Correction to b3. The lm reviewed the customer provided cds processes where information to judge deviation from the instructions for use (IFU) was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The user facility provided the following result of the culture test, performed at the third-party labs. Sampling date: may 27, 2024. Sampling from: suction channel. Cfu, bacterial identification: >10cfu, enterobacter bugandensis sampling from: biopsy channel cfu, bacterial identification: >10cfu, enterobacter kobei the device was evaluated where no abnormalities were found that could have led to the reported event. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation, a root cause could not be determined. The instructions for use (IFU) warns on insufficient reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.